Manufacturer narrative:
A united states customer contacted the siemens customer care center and reported that falsely elevated high-sensitivity troponin I (tnih) results were obtained on four patient samples on an atellica im 1300 analyzer. During this time, the operator event log indicated ¿set secondary vacuum pressure¿. Siemens remotely requested the customer to check the instrument¿s water trap, dryer, and all connections on waste and water bottles; no issues were identified. Next, a siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse started the vacuum and checked sensors tab, all caps and o-rings. The cse traced issue back to regulator and removed bottom tubing and top; changed the regulator and adjusted the new regulator; observed an obstruction in the waste lines and secondary waste cap and cleaned secondary cap which had a buildup of debris; performed auto-check, maintenance, and quality control (qc), which passed. Siemens reviewed the instrument data and determined that the primary and secondary vacuum waste pressure showed an anomaly around the time of the event. The cause of the falsely elevated tnih results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely elevated high-sensitivity troponin I (tnih) results were obtained on four patient samples on an atellica im 1300 analyzer. The initial results were reported to the physician(s), who questioned the results. The samples were reprocessed on an alternate atellica im instrument. The repeat results were lower than the initial results. The repeat results were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00007 on 18-jan-2024. Additional information (25-jul-2024): upon further investigation, siemens determined some areas of the vacuum sub-system can potentially become occluded during normal operation and the analyzer will fail auto check for vacuum errors when the blockage is present. If the vacuum pressure goes too high or too low, the analyzer will cancel all tests. The investigation conclusion code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.